Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer declined troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy. No further information is available.